Manufacturer narrative:
Product analysis: at analysis it was noted that the hanger assembly was broken and that the display flex was damaged (device failed incoming functional testing - backlight on/off difference). The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.